Event description:
It was reported that the customer's insulin pump had what appeared to be a spot of ink on the display window. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, a cracked lcd window, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and a cracked case on display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.